Manufacturer narrative:
Customer performed a visual read compared to the instrument on friday for 5 consecutive samples and she found that the status+ instrument read vs visual read correlated consistently but it did not match with the auw100 (lis). Siemens representative spoke to customer who has noticed that since auw100 reagent was changed from reagent lot# k243125 to k258026 the two instruments (clinitek status+ and novus) results have agreed with each other. Customer is satisfied and requires no further follow ups. The instrument and multistix are performing as intended.

Event description:
Customer reported that leukocytes results were out of range while running correlation tests. There was no report of injury due to this event.